Event description:
On 10/04/2006, nellcor received a report of "cuff leak" on the device while in use on a patient. Replacement of the tube was required. This report is associated to the fourth occurrence on rp200610-0249 / 2936999-2006-00824.

Manufacturer narrative:
Investigation of this report is currently in progress. The customer stated that the sample associated to this report was discarded therefore, not available for investigation.